Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv and interconnect cable were evaluated and replaced. The control panel encoder pcb was also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported multiple system error messages displayed resulting in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.